Event description:
It was reported that a hospital's versajet ii unit&#38112;fuses blew and the device then failed to turn on. The hospital engineer replaced the fuses but suffered the same fault. There was no patient harm reported.